Event description:
It was reported that the clinical study patient experienced pain at the spinal cord stimulator (scs) implantable pulse generator (ipg) site shortly after a spinal cord stimulator implant procedure. The patient was administered medication for the pain. The pain was assessed to be mild in severity and related to the device hardware, and possibly the procedure. The device remains implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: (B)(4), model: sc-8336-50, serial: (B)(4), lot: 7076925.